Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a journey guidewire. The guidewire shaft, bonds and tip were examined for any damage. The guidewire shaft was separated approximately 38cm from the tip. Further microscopic examination of the separated section of the wire showed that the separation was most likely caused by a kink which led to the separation. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that guide wire tip detachment occurred. A 300cm journey¿ guide wire was advanced to the target lesion. However, during the procedure, the tip of the guide wire came off. The detached tip was retrieved with a snare and the procedure was completed with a different guide wire. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that guide wire tip detachment occurred. A 300cm journey¿ guide wire was advanced to the target lesion. However, during the procedure, the tip of the guide wire came off. The detached tip was retrieved with a snare and the procedure was completed with a different guide wire. No patient complications were reported and the patient's status was fine.